Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product was manufactured on or before 9/23/2014.

Event description:
It was reported that the right atrial lead was exhibiting lead noise. Upon interrogation, there was noise reversion and inappropriate mode switch episodes seen on electrocardiogram recordings. Noise was not reproducible with isometric exercises or pocket manipulation and all other measurements were stable. No interventions were done. Patient condition was stable.